Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered injuries and continues to suffer from injuries and damages of a permanent and lasting nature and discomfort. Update (B)(6) 2011 - medical records were received. The revision operative report indicates the patient was revised to address persistent pain. There was significant amount of synovitis, very thickened in character and somewhat grayish in character. The acetabular cup was loose. Additionally it was noted that there was some erosive phenomenon over the proximal portion of the femoral component.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.